Event description:
It was reported that bd phaseal¿ infusion adapter c100 had flow issues. This was discovered during use. The following information was provided by the initial reporter: extra training was provided to the account to resolve their air in line/ residual volume concerns. After training they are having much less air in line/ residual volume problems. They are still having some fk bags with c100 not easily draining the final amounts of drug.

Manufacturer narrative:
Investigation summary: as no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ infusion adapter c100 had flow issues. This was discovered during use. The following information was provided by the initial reporter: extra training was provided to the account to resolve their air in line/ residual volume concerns. After training they are having much less air in line/ residual volume problems. They are still having some fk bags with c100 not easily draining the final amounts of drug.